Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 25.1 mmol/l which was treated with bolus. Customer had received calibration not accepted alarm. Auto mode information was unknown. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.